Event description:
Nurse checked jackson-pratt drain at the beginning of the shift (1900), and the suction was intact. At 2330, nurse went to empty the drain and the top of the tubing about 2 inches from where it entered the pt was severed-appeared clearly broken. Nurse pulled the rest of the tubing from the pt and kept both parts. Patient's condition prior to occurrence and after was stable. The jackson pratt was not replaced.

Manufacturer narrative:
Visual examination of the returned sample showed that it is 21.75-inch long portion of catalog #su130-1323, and it was attached to a 100cc reservoir. Visual inspection revealed that the silicone tubing broke at the unperforated tubing section at approx 2.69 inches from the first pair of holes. The characteristics of the broken area and the absence of any tubing distortion are similar to those failures that are caused by a cut by a sharp instrument. The sample received was tested for tensile strength and the result obtained was 1,433 psi. The minimum tensile strength specification for this tubing is 750 psl. As no lot number was provided, we were unable to trace the DHR, quality testing performed and corresponding results. While this analysis cannot conclusively determine the cause for failure, the observations do not lead us to believe that there was an inherent weakness in the material itself. Moreover, it cannot be concluded with any certainty what led to the breakage. Wound drains will perform as intended as long as they are used according to the instructions for use (IFU). "Drains or tubing should not be handled with any instruments. This can lead to tearing, warping or weakening and subsequent breakage of the drain. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage." We will continue to monitor for other similar complaints and utilize the info as part of continous improvement.